Manufacturer narrative:
(B)(4). The serial number for the 980 ventilator was not provided and therefore, the ventilator manufacture date is unknown. A replacement battery was shipped to the customer.

Event description:
It was reported that, the battery of a 980 ventilator will not charge. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). A battery pack was returned for evaluation. An investigation was performed and the reported condition was confirmed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.